Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according with the information reported the patient experienced a deflation of the saline implant. During visual evaluation of the sample, no apparent damage was found. Leak testing was performed, and it revealed a delamination in the valve resulting in a leakage. No additional anomalies were observed. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: mentor smooth round high profile 330 cc saline prosthesis, catalog #3503330, lot #232060. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent breast augmentation revision with mentor smooth round high profile 330 cc saline prosthesis experienced spontaneous right sided deflation post procedure. The deflation was confirmed through a physical examination by a physician. As a result, the device was explanted on (B)(6) 2019.